Event description:
It was reporeted by the mps that, intraoperatively, rio registration pass, patient checkpoint passed. However, during the bone burring page, the burr location to bone model was off. After checking all attachements were properly attached, rio registration was redone. Case proceeded smoothly. Post operatively, the base array attachment point was found to be broken.

Manufacturer narrative:
Reported event it was reported by the mps that, intraoperatively, rio registration pass, patient checkpoint passed. However, during the bone burring page, the burr location to bone model was off. After checking all attachments were properly attached, rio registration was redone. Case proceeded smoothly. Post operatively, the base array attachment point was found to be broken. Product inspection visual inspection confirms the locking pin is broken on the rio base array. Product history review review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review a review of complaints shows additional complaints related to the failure in this investigation. A review of the trending project folder indicates that an existing and valid trend analysis has been performed on this product and event. Conclusion the event was confirmed.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
It was reported by the mps that, intraoperatively, rio registration pass, patient checkpoint passed. However, during the bone burring page, the burr location to bone model was off. After checking all attachments were properly attached, rio registration was redone. Case proceeded smoothly. Post operatively, the base array attachment point was found to be broken.